Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports performing bilateral cataract surgery with implantation of the (B)(4) intraocular lens. Approximately four years postoperatively, the pt returned to the physician reporting decreased vision. Upon examination, the physician reports observing white punctate deposits on the posterior iol surface in both eyes. The iol in the left is more affected than the one in the right eye (od). A yag capsulotomy to remove the deposits was not successful. This report pertains to the right eye. The pt's preoperative bcva was in the right eye, was 20/30 with mr +1.75 +0.75 x 050. In (B)(4) 2010, the pt's bcva was 20/20- with mr -0.50 +0.75 x 035 and decreased one month later to 20/30 with mr -0.25 +0.50 x 045. The lens remains implanted.